Event description:
It was reported that during knee arthroscopy surgery a piece of the scissors broke off into the pt and was retrieved.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.